Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the implant procedure, the device setscrew was not able to secure the right ventricular lead in the device header. The setscrew turned around endlessly and the wrench did not click. The device was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the device setscrew was not able to secure the right ventricular lead in the device header. The setscrew turned around endlessly and the wrench did not click. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was also noted that the returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.